Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the right atrium (ra) lead had sensing difficulty, no pacing output and programming/telemetry difficulty. It was also reported that the ra lead originally dislodged from the atrium and during the lead repositioning attempt the ra lead was pulled out completely. The decision was made to implant a screw-in lead instead. No patient complications have been reported as a result of this event.